Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction from the adhesive occurred. Date of issue is an approximation. The sensor was inserted in the arm. The patient had a severe skin reaction where the sensor inserted into his arm, with an itching, bleeding rash covering large parts of his body. The rash spread from his arms to armpits, sides of the body, abdomen and thighs. He saw his doctor and was treated with cortisone; he was given a referral to a skin specialist. No additional patient or event information is available.